Event description:
Patient reports the aligner has broken right down the middle after days of wearing, causing cuts due to sharp plastic on top. The aligners are causing pain, bleeding, and are pushing into the gums in certain spots. There is too much pressure/pain after struggling to put them on due to tight fit that is causing bleeding/sensitivity to the gums when brushing the teeth.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
The date recieved by manufacturer (g3) was incorrect on the initial report. This report has the corrected value in field g3.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.